Event description:
During review of in-house programming history, it was found that high impedance was observed on (B)(6) 2013.

Event description:
Additional information was received stating that high impedance was observed on an unused product that was still on the shelf at the hospital. No device failure occurred.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.